Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and noticed that the stuck button alarm. The customer reported blood glucose value of 269 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1880. Troubleshooting was performed for high blood glucose and customer was not using the auto mode/smart guard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to continue with troubleshooting. Troubleshooting was performed for keypad anomaly and troubleshooting indicated that pump requires replacement. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. No stuck button alarms noted during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there are two (2) stuck button alarms that occurred in (B)(6) 2025 (B)(6). The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. The complaints of stuck button alarm and high bg anomaly are not confirmed. The pump history file lists the following boluses on the event date, 2/8/2025: (B)(6) 2025 06:46:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u) (B)(6) 2025 09:10:48.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2025 13:09:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2025 16:34:34.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 9000 (0.9 u) squarebolusamountprogrammed: 24000 (2.4 u) bolusamountdeliveredforthecurrentboluspart: 9000 (0.9 u) dualboluspart: normalpartofdualbolus (1) (B)(6) 2025 17:36:36.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2025 18:19:00.000 dualboluspartdelivered (222) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 9000 (0.9 u) squarebolusamountprogrammed: 24000 (2.4 u) bolusamountdeliveredforthecurrentboluspart: 24000 (2.4 u) dualboluspart: squarepartofdualbolus (2) (B)(6) 2025 18:59:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) (B)(6) 2025 21:52:57.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u). Please see below for the daily total of all insulin delivered on the event date, 2/8/2025: (B)(6) 2025 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2025 00:00:00.000. Dailytotalofallinsulindelivered: 528000 (52.8 u). Dailytotalofbasalinsulindelivered: 371000 (37.1 u). Dailytotalofbolusinsulindelivered: 157000 (15.7 u). There were no auto suspend events on the event date, 2/8/2025. There were no user suspend events on the event date, 2/8/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.